Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 23 mm trifecta gt valve was implanted. On (B)(6) 2019, the patient presented with cardiac insufficiency and the valve was exchanged for a 23 mm inspiris resilia valve. Upon explant, pannus was observed on the surface of the rcc and the stent post between the ncc and the rcc. The patient is reported to be stable.

Manufacturer narrative:
Explant was reported due to cardiac insufficiency. The investigation found that leaflet 3 was torn. No acute inflammation, significant calcifications, or stent deformations were present. No pannus was observed on the valve. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site, and the cause of the leaflet tear could not be conclusively determined.

Event description:
On (B)(6) 2018, a 23mm trifecta gt valve was implanted. On (B)(6) 2019, the patient presented with cardiac insufficiency and the valve was exchanged for a 23mm inspiris resilia valve. Upon explant, pannus was observed on the surface of the rcc and the stent post between the ncc and the rcc. The patient is reported to be stable.